Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached sudden end of life (eol). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned to the manufacturer. The analysis of the device revealed normal battery depletion. (B)(6). (B)(4).